Event description:
It was reported that during the implanting procedure, the lead's helix would not retract. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the helix of the lead became extrinsically distorted due to pulling/st retching/overstress,the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract and visual summary analysis of the lead indicated damage at implant.the analyst also noted: lead returned with helix extended and stretched out of specification, tissue visible in helix, damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.